Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer could not be recovered even after a reboot. The field service engineer found that the auxiliary drawer was not detected due to a missing magnet in the latch bolt. The latch bolt was replaced and tested. A hardware test application was run successfully, and the customer verified the functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed, unable to recover and tower 9 drawer need to be fixed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.